Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) and upon start of therapy, the console generated an fiber optic sensor failure alarm and the blood pressure from the fiber optic sensor was not displayed. The iab was replaced with a new one, but the waveform was not displayed. Therapy was continued by inputting a blood pressure signal from an external monitor. There was no patient harm or adverse event reported. This report is for the second iab used. A separate report will be submitted for the first iab.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a